Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise resulting in inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) was consulted and discussed this appears to be consistent with muscle noise due to an insulation issue. No change in impedance measurements was observed.

Manufacturer narrative:
Corrected fields b5.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise resulting in inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) was consulted and discussed this appears to be consistent with muscle noise due to an insulation issue. No change in impedance measurements was observed. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise resulting in inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) was consulted and discussed this appears to be consistent with muscle noise due to an insulation issue. No change in impedance measurements was observed. Further information was received that this lead was explanted and replaced due to an unknown product performance issue. No additional adverse patient effects were reported.